Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported event of suspected thrombus. Additionally, the reported pump stop events could not be confirmed as no log files were submitted for review. A specific cause for the reported pump stop events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. The pump,(B)(6), was returned assembled with the driveline severed approximately 1.5¿ from the nipple housing. The distal end of the driveline was not returned with the device. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The outflow graft was returned attached to the outlet elbow. The outflow graft bend relief was not returned with the device. The outlet elbow was returned attached to the pump. The bend relief collar was returned detached from the device. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Examination of the returned portion of driveline found it to be unremarkable. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) and driveline serial number 37504 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the hm ii patient handbook, rev. C, are currently available. Section 1, ¿introduction¿, lists device thrombosis, and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿, discusses anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the hmii patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had an increased lactate dehydrogenase (ldh) level and intermittent pump stops.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange.

Event description:
Additional information was received that the pump was exchanged due to pump thrombosis. The device did not operate as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.